Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, difficulty was encountered removing the catheter on the wire. When the catheter was removed, the tip was missing and was trapped on the wire. The wire and catheter were removed, and the procedure was completed with an alternate device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, difficulty was encountered removing the catheter on the wire. When the catheter was removed, the tip was missing and was trapped on the wire. The wire and catheter were removed, and the procedure was completed with an alternate device. There were no patient complications.